Event description:
Revision after 1 year.

Manufacturer narrative:
The cormet cup device was manufactured in oct 2007 as part of a batch of 20 devices. Mfg records confirm that all devices conformed to specified dimensions and material composition. Explants, x-rays and pt details have been requested.